Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infusing 100 ml of solution during a secondary infusion of chemotherapy at the oncology department. The nurse tracked infusion discrepancies by weighing intravenous (IV) bags prior to infusion in order to have estimate in volume (1gm=1ml). The primary infusion from an IV bag, the volume on label stated 560ml, the bag weighed 634gm (approx. 634ml). Rate 560ml/hr. Programmed volume to be infused (vtbi) 600ml. At the end of the infusion the pump displayed volume given of 625ml. No residual volume was left in the bag. The secondary infusion bag volume on the label was 510ml, the bag weighed 606gm (approximately 606ml). Rate 510/hr. Programmed vtbi 510ml. To complete the infusion 285ml were added to the vtbi, 47% variance. The bag height was estimated 12¿ higher than primary bag. Secondary tubing length was 19 inches and was looped on the IV pole so tubing was not hanging. User was unable to manually calculate infusion rate because secondary infusion chamber was overfilled and no data on drip rate of tubing. Additional information was received stating the patient had a reaction, it is unknown if it was a true drug reaction and the patient was admitted overnight for observation. No additional information is available.